Event description:
A physician reported that during intraocular lens implantation surgery, the detached anterior haptic of the iol was released into the anterior chamber. The rest of the lens remained at the bottom of the cartridge. The surgeon did not noticed before implantation that only the anterior haptic was in the nozzle in front of the plunger, as the system had always worked reliably. Subsequently, detached haptic was removed from the eye during initial procedure.the procedure was completed on the same day with another unspecified replacement lens without any issues or complications.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. Plunger override was observed on the returned photo. Photo provided shows an activated preloaded device. The plunger appears to be fully advanced outside of the nozzle and appears to be advanced over the iol (intraocular lens). The iol appears to be advanced into nozzle entry. We are unable to determine the root cause for the reported complaint detached anterior haptic of the iol. The product was not returned for analysis. Plunger override was observed on the returned photo. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).